Manufacturer narrative:
Corrected data: h6 - medical device problem code - 1494: off-label use (acd < 3.0mm) - should have been included in initial MDR. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -7.5 diopter was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye on (B)(6) 2023. No patient injury was reported. The problem was resolved. Status of the eye is reported as "good." The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk . H6: work order search: no similar complaints within associated lots were found. (B)(4).